Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was in the proximal to distal left anterior descending (lad) artery. A taxus express2 3.0x24mm drug eluting stent was placed in the proximal lad and a taxus express2 2.75x32mm drug eluting stent was placed in the mid to distal lad. The pt returned five days later and the 3.0x24mm taxus stent in the proximal lad was found to be totally occluded with thrombosis. The thrombosis was treated with angiojet, an nc stormer balloon and another 3.0x24mm taxus stent placed in the mid lad. Add'l info was requested but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.